Manufacturer narrative:
(B)(6) . Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that cardiogenic chest pain occured. In (B)(6) 2014, the patient referred for unstable angina. In (B)(6) 2014, the index procedure was performed. The target lesion #1 was located in proximal left anterior descending artery with 99% stenosis, a length of 35 mm, and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50x38 mm promus element long drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Four days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient presented with cardiogenic chest pain and was subsequently hospitalized for further treatment and medication was given to treat this event. After three days, the patient was discharged, and the event was considered to be recovered/resolved on the same day.